Event description:
It was further reported that follow-up evaluations were not performed post-index procedure. The physician reported that the relationship between death and this adverse event was "definitely related."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B) (6). Same case as: 2134265-2010-01120, 2134265-2010-01121. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. During the index procedure, the physician implanted 3 taxus express2 stents in the right coronary artery (rca). Lesion 1 was 75% stenosed, 3.0mm in diameter and 32mm long portion of the proximal rca. The lesion was predilated with a 2.75x20mm balloon and the placement of a 3.0x32mm taxus express2 stent. After stent placement it was confirmed that the lesion was 0% stenosed. Lesion 2 was 90% stenosed, 3.0mm in diameter and 16mm long portion of the mid rca. The lesion was predilated with a 2.75x20mm balloon and the placement of a 3.0x16mm taxus express2 stent. After stent placement it was confirmed that the lesion was 0% stenosed. Lesion 3 was 100% stenosed, 2.5mm in diameter and 24mm long portion of the distal rca. It was also indicated that in-stent restenosis occurred. The lesion was predilated with a 2.75x20mm balloon and the placement of a 2.5x24mm taxus express2 stent. After stent placement, it was confirmed that the lesion was 0% stenosed. The patient was discharged 5 days later without anginal symptoms on bayaspirin and plavix. In (B) (6) 2008 post-index procedure, the patient expired. The cause of death was due to cardiopulmonary arrest. Details regarding the event are unknown as the patient died at another facility.

Manufacturer narrative:
(B)(4)